Manufacturer narrative:
The report received from the affiliate states that in the middle of selecting a lesion, the atw wire was bent and was therefore changed with another wire. Upon receipt of the product for evaluation, the distal tip presented a kink/bent at the distal end and the coil tip presented an unraveled/stretched condition at the distal end. The age and gender of the patient is unknown. The target lesion location was the superficial femoral artery (side unknown). The characteristics of the vessel were described as severe. The vessel was not bifurcating. The product looked normal when taken from its packaging. The device was secure in its packaging. A torque device was used and the atw wire was able to be advanced without difficulty. The tip of the wire was not pre-shaped. The physician changed to another wire and the procedure was successfully completed. There was no reported injury to the patient. One non-sterile guide wire sgw atw .014 j floppy 300cm was received coiled inside of a plastic bag. The distal tip presented a kink/bent at the distal end, and the coil tip presented an unraveled/stretched condition at the distal end. No other visual damage was found. The distal tip and coil tip were observed under a microscope and the damages were confirmed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported failure by the costumer as 'guidewire- kinked/bent-in patient' was confirmed due to product received conditions. The cause of the unraveled/stretched condition could not be conclusively determined. The time and place of these damaged could not be conclusively determined, but it does not appear to be manufacturing related. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. The flexible, 'delicate' nature of the 'floppy' tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). Tip damages have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature, and small side branches. The IFU warns to 'never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, 'if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, vessel characteristics and procedural factors are likely contributing factors. Neither the product analysis nor the DHR review suggests that the failure could be related to the guidewire manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The report received from the affiliate states that in the middle of selecting a lesion, the atw wire was bent and was therefore changed with another wire. The product was received back for evaluation and analysis shows that the distal tip presented a kink/bent at the distal end, and the coil tip presented an unraveled/stretched condition at the distal end. The age and gender of the patient is unknown. The target lesion location was the superficial femoral artery (side unknown). The characteristics of the vessel were described as severe. The vessel was not bifurcating. The product looked normal when taken from it's packaging. The device was secure in its packaging. A torque device was used and the atw wire was able to be advanced without difficulty. The tip of the wire was not pre-shaped. In the middle of procedure, the distal tip was easily kinked and exchanged with another new one and the procedure was successfully completed. There was no reported injury to the patient.